Event description:
It was reported that there was a hole in a 3000ml all-in-one container. The hole was identified during nutrition preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter phone no. - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to h4: manufacturing date (reported as 4/21/2022 on initial). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.